Event description:
A journal article referenced a revision surgery due to an allergic reaction.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a known lot number, review of the manufacturing records cannot be performed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.